Event description:
The dentist reported that after the dental implant was placed in intra-oral region #5 of the pt, it was verified its non-osseointegration. Pt presented insufficient bone quantity (bone type IV). Immediate load was not performed.